Event description:
This is a solicited case report received from a medical doctor in united states on 23-jun-2016 which refers to a adult female patient who was involved in a reimbursement or compensation activity, study number: (B)(6). Study description: essure generic reimbursement program essure was inserted in (B)(6) 2012 for permanent birth control. On (B)(6) 2016, patient had essure removed due to pain. No additional information was provided. Quality safety evaluation received on 28-jun-2016: (B)(4). In this case, no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this medically confirmed case report refers to a female patient of unspecified age, involved in reimbursement or compensation activity, who had essure (fallopian tube occlusion insert) inserted and had the devices removed due to pain 4 years after placement procedure. This event, seen as pelvic pain, is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, limited information was provided. Nevertheless, considering the positive temporal relation and event's nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required (intervention implied), this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information has been requested.

Manufacturer narrative:
Follow-up received on 20-sep-2016 it was reported that patient presented chronic pelvic pain since essure insertion. No other causes for pelvic pain identified. History was negative for endometriosis, adenomyosis, pelvic congestion syndrome, ovarian or uterine masses and gi system. Physician did not have lot number. Company causality comment: this medically confirmed case report refers to a female patient of unspecified age, involved in reimbursement or compensation activity, who had essure (fallopian tube occlusion insert) inserted and had the devices removed due chronic pelvic pain since the insertion, 4 years after placement procedure. This event, seen as pelvic pain, is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, limited information was provided. Nevertheless, considering the positive temporal relation and event's nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required (intervention implied), this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible.